Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and was present for the reported event. It was found that the root cause of the reported inaccuracy was the fact that the user used a mallet to attach the instrument tracker to the instrument after it was calibrated. This caused the tracker to move in relation to the instrument, creating the inaccuracy. A software investigation was also completed. This investigation concluded that the software functioned as designed, and there was not a failure of a medtronic product. The tracker to instrument relationship was changed by the user. The user was advised of this fact to prevent any future occurrence.

Event description:
A medtronic representative reported that during a spinal biopsy, the surgeon alleged an inaccuracy of approximately 1cm. It was reported that a spin was taken with the imaging system, a plan was created using a passive planar probe, then the instrument tracker was calibrated with the introducer. When attempting to navigate with this calibrated instrument, the inaccuracy was noted. It was also reported that, after instrument calibration, the surgeon used a mallet to attach the tracker to the introducer, which caused the tracker to move. The surgeon chose not to recalibrate after being advised of this fact, and instead chose to check placement of the introducer with 2d fluoro images and proceed. The delay to the case because of this issue was approximately 5 minutes and the patient was not impacted.